Event description:
The device was returned from customer for service for failure code 810:11. The hosp rep stated they have no record of any pt incident involving the pump since the last co service event.